Event description:
Consumer reported complaint for the trueplus pen needles. Wife is calling on behalf of the customer. Customer stated the 32g pen needles would not aspirate. The package was not open or damaged when received by the customer. The customer could not recall when they started using the product out of this package. The customer is not using compatible product - customer is using a basaglar kwikpen and a lispro kwikpen. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. The customer did not use compatible pen; no manufacturer was requested. Most likely underlying root cause: mlc-008: failure to follow instructions. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.